Manufacturer narrative:
H3: analysis of the lead (va1x4x2) identified the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(6). Information was received from a manufacturer¿s representative (rep) regarding a trial patient who was using an external neurostimulator (ens). It was reported that the insulation pulled away from the 0 electrode (the distal electrode) on the distal end of the lead. An image provided showed the insulation issue was actually on the proximal end of the lead, and not the distal end as it was reported. The caller reported the insulation issue was during a stage 1 lead implant and was observed prior to tunneling the percutaneous extension. The caller stated there was not a known reason for the lead insulation to separate. The patient still had motor responses, so they planned to trial with the lead, but if the patient moved forward they would be replacing the lead. Additional information was received on (B)(6) 2019 from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the issue occurred once the device was in the patient, it happened when the physician was putting the boot on. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the lead was replaced that morning. No further complications were reported.